Event description:
It was reported the tsw35 was used during an unk procedure. It was reported the device did not fire. The rep is returning the reload, tr35w not the device. There was no consequence to the pt.